Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2024-00355. The date of that submission was 26 apr 2024. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that there was a leak in the cassette. There was patient involvement, and no patient harm/adverse event reported.